Manufacturer narrative:
The biomedical engineer reported that the cns will not allow the nurse to admit patients. As soon as she would attempt to admit a patient, the cns would give the confirmation message and as soon as it is confirmed, the admit window would disappear without allowing any information to be input. Nihon kohden technical support provided troubleshooting tips, including rebooting the unit and this resolved the issue. The patient was then able to be admitted. No harm was reported.

Event description:
The biomedical engineer reported that the cns will not allow the nurse to admit patients. As soon as she would attempt to admit a patient, the cns would give the confirmation message and as soon as it is confirmed, the admit window would disappear without allowing any information to be input.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, danielle the charge nurse at deborah heart & lung center, reported issues with admitting a patient on the cns-6201a. As soon as she would attempt to admit a patient, the cns would give the confirmation message and then the admit window would disappear without allowing any information to be entered. Service requested/performed: nk support worked with the customer to stop monitoring and re-monitor the beds but this did not resolve the issue. The unit was rebooted and danielle was able to admit her patients. Investigation result: a possible root cause may be that regular maintenance was not performed on the unit. Per operator manual recommendation, a restart once every three months should be performed in order to maintain stable operation. It is unknown if the customer followed the recommendation but there were no further reports of the issue after the unit was restarted. The device was in use with a patient and there was no reported harm. There was no information that indicates this issue would impact patients already on the cns. In addition, this issue is detected before use on a new patient and other arrangements can be made if the issue were to recur and/or could not be easily resolved by a restart. This complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
On (B)(6) 2018, (B)(6) the charge nurse at (B)(6) center, reported issues with admitting a patient on the cns-6201a. As soon as she would attempt to admit a patient, the cns would give the confirmation message and then the admit window would disappear without allowing any information to be entered. Service requested: troubleshooting/assistance. Service performed: nk support worked with the customer to stop monitoring and re-monitor the beds but this did not resolve the issue. The unit was rebooted and danielle was able to admit her patients. Investigation result: the cns warranty began 12/30/2017, which is approximately 6 months prior to the reported issue. Review of device sap history found no previously reported issue with admitting a patient. Per cns-6201a operator's manual, a restart once every three months should be performed in order to maintain stable operation. Otherwise operation becomes unstable and monitoring may stop. Customer's maintenance history for this unit is not available. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The issue was resolved by rebooting the unit. The root cause is determined to be restart/maintenance needed. Corrected information: g4. Date received by manufacturer: should be 06/05/2018 not 07/05/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the cns will not allow the nurse to admit patients. As soon as she would attempt to admit a patient, the cns would give the confirmation message and as soon as it is confirmed, the admit window would disappear without allowing any information to be input.